Event description:
User alleges in sicu a pt had just had surgery and developed a hematoma cutting off their airway. An et tube was placed. They attempted to use a resuscitator, the mask was flat, they had to open several packages before finding a mask that was not flat. The pt is still in the hospital and on a ventilator. They are unable to determine if the outcome to pt had anything to do with the delay in treatment.